Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in unit 12a during an infusion of argatroban at a rate of 0.8ml/hr. It was reported that the fluid was room temperature. It was reported that "5 small air bubbles located approximately 2-3 inches above pump" and "head height normal." Further more, it was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.